Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 51 mg/dl at the time of the incident. The customer was at 185 mg/dl at the time of the call. The customer believed the pump continued to deliver even though they were low. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.